Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side deflation and exchange from textured to smooth. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation analysis of the returned device identified: weight to spec, deformation device, crease fold, red particles in the shell and wear abrasion. Cloudy in the gel observed after autoclave cycle. The unit is not rupture base on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Healthcare professional reported right side deflation and exchange from textured to smooth. Device has been explanted.